Event description:
Throughout procedure, or table continued to gradually tilt during the operative procedure. Anesthesia attempted to return the table to supine position, but was unable to do so. Nursing staff added straps and sleds to secure the patient while the procedure was going on. Steps were stacked on the side of the bed to keep the table from tilting further. This was an obese patient weighing but the weight limit is 400 pounds.